Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior described was the intended behavior of the software. The site was trained on the correct functionality. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the site was unable to track the biopsy needle. The trajectory was locked in the software. When they inserted the biopsy needle was inserted into the reducing tube, it started tracking. The site asked if the needle was able to be tracked just by holding it up to the camera and technical services (ts) informed the site that it cannot be tracked that way. The surgery was completed with navigation and there was no impact on patient outcome.